Event description:
The hcp reported that the pt developed redness, pain and swelling of the device pockedt shortly after implant. Cultures were taken but the organism is unknown. The pt was treated with IV antibiotics and the device system explanted. The infection was reported resolved.